Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had infection at both electrode incision sites, as well as, some fluid in the device pocket. Surgical intervention was performed and the system was explanted. No return of the products was anticipated as they were kept by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation is complete. This investigation will be updated should further information be provided.